Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the rptr: as clip applier came into view the team, with the rep present, noticed blue material from the cap on the trocar. Surgeon wasn't happy to continue using it. No tissue loss, blood loss, no extension in surgery. Nothing came off into the pt.